Event description:
A (B)(6) male patient's wife contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the yellow (pgnd) wire in the trunk cable connector was open. The cause for the open wire was a damaged trunk cable connector. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged wires. The root cause of the damaged trunk cable connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt wire. The patient received a replacement electrode belt.